Event description:
Approximately four years post implantation, it was reported that the patient was at home when he experienced unexpected behavior of his controller and batteries. It was reported that the controller was changing power source from one port to the other earlier than expected. The patient disconnected the active battery and a pump stop occurred. An elective controller exchange was performed and the batteries were replaced. There was no reported patient injury as a result of the event. A preliminary review of the controller log files revealed a "controller power-up" and "motor start" event, indicating a loss of power on the date of the reported event.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00670 and 00930) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Six batteries and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of log files was unremarkable. The reported event was not replicated during testing; however, analysis of battery ((B)(4)) revealed that the device failed to meet specifications. This battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The power loss described in the event details was confirmed and may have been due to a disconnection of the battery in use, leaving only a battery with a faulty cell attached to the controller. Given that the controller was running an older firmware that does not log battery serial numbers, it's unknown whether the attached battery at that instance was battery ((B)(4)). The most likely root cause of the reported event is a faulty internal cell pair resulting from multifactorial supplier quality manufacturing issues. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00670 and 00930) submitted for devices related to the same event.